Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2014 with the following findings: the pump data from the time of the event was unavailable due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that blood glucose levels elevated to 518 mg/dl with no signs or symptoms of hyperglycemia. The pump was reviewed with the patient and found that the total daily dose history appeared to correctly reflect the user programmed basal rates. The reporter indicated making changes to the basal rate. The patient expressed concern over zero unit basal entries in the pump history however after review it was found that the zero unit basal rates were related to a site change and making changes to the basal rates. Troubleshooting of the event indicated that there was no mechanical issue with the pump. This report is made based on the allegation that the patient experienced hyperglycemia which may have been contributed to by the patient adjusting basal rates without consulting with a health care professional.